Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The hydroxyapatite coating overlaid the roughened area superior about 1mm on the polished surface. The coating could be removed from the polished area during implantation and with tweezers.